Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity and severe calcification, and the iliac vessel through which the device was being advanced was 6 mm in diameter. It was reported that the device could not be advanced, and the delivery catheter became kinked due to the severe calcification and the narrow vessel. The physician elected to treat the patient with a shorter aneurx device, which was able to be delivered and implanted successfully. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: narrow and severely calcified vessels, insertion of the device in a 6 mm in diameter vessel. Evaluation, conclusion: narrow and severely calcified vessels, insertion of the device in a 6 mm in diameter vessel.